Manufacturer narrative:
Device evaluation: (B)(4) unit of lot c2208084 of blb-024115 was returned opened not in its original packaging. It should be noted that this file is related to another complaint file. For details of the other investigation please refer to (B)(4). The device related to this occurrence underwent a laboratory evaluation on 02 april 2025. The lab and lab attendance can be viewed in the ¿examination of returned device¿ section of the product returns object. Observations from the lab evaluation were as follows. No damage or defects observed on spool. Tip of wire observed to be jagged/damaged. Forceps jaws returned open. Wire inserted into spool and wire then observed in viewing window of spool. Jaws open and close without issue. The reported failure was not observed as clinical setting could not be replicated. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. An nc code (gen-065) (product failed angulation test) was noted for 2 devices on the work order; however, these parts were subsequently scrapped and replaced and would not have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred for this work order. Instructions for use and/label: the notes section of the instructions for use, ifu0034 which accompanies this device states the following: ¿after the handle is attached, ensure the operation of the biopsy cups before surgical introduction. Biopsy cups default to the closed position. To open the biopsy cups, pull the finger spool towards the thumb ring. To close, push the finger spool forward. Note: biopsy cups need to be in the closed position before surgical introduction¿. "Visually inspect the product to ensure no damage has occurred. If the package is opened or damaged when received, do not use. If abnormality is detected that would prohibit working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use (ifu0034). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause may be attributed to the user technique when using the device. During preparation of the device the user is required to backload the biopsy forceps into the endoscope, this process can lead to damage occurring on the coiled wire if excess force is applied which was observed in the lab evaluation. Furthermore, upon attachment of the handle and positioning of the wire within the view window, if excess force is applied to the device, damage is also likely to occur to the wire which will cause resistance upon opening or closing the biopsy cups summary. Complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Another device was used to complete the procedure. Complaints of this nature will continue to be monitored for similar event.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 20-jun-2025.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a patient of undisclosed gender and age underwent an unspecified procedure in which the biopsy backloading biopsy forceps, g48240, was used. Wolf river asc had 2 bigopsy forceps the they could not get to work. Per follow up with district manager. Spring action was faulty. One set did not want to open ((B)(4)). And the other set didn't want to close (B)(4). Used a third set that worked.